Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvis') and pregnancy with contraceptive device ('live birth without complication') in a 35-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 2001, (B)(6) 2006), abortion (spontaneous abortion.), pain in joint and multigravida. Concurrent conditions included pain in extremity and hand swelling. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 14 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: descrepant inforamation regarding essure confirmation test, previously reported hsg was done now as per current pfs confirmation test not done no loops of coils were seen coming of the left ostia. Three to four loops of coils were seen coming out of the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression: 1. Visualized right and non visualized left contraceptive inserts. Ultrasound is limited with regards to localizing assessing insert position.. X-ray - on (B)(6) 2008: lumbosacral x-rays demonstrate bilateral contraceptive inserts in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvis,birth - no complication') and pregnancy with contraceptive device ('live birth without complication') in a 35-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (nov1989, jan1994, feb2001, jun2006), abortion (spontaneous abortion.), pain in joint and multigravida. Essure confirmation test(s) conducted, specify unknown. Concurrent conditions included pain in extremity and hand swelling. Concomitant products included nsaids since july 2006 and paracetamol (acetaminophen) since july 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish and psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 14 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information regarding essure confirmation test, previously reported hsg was done now as per current pfs confirmation test not done no loops of coils were seen coming of the left ostia. Three to four loops of coils were seen coming out of the right ostia. Plaintiff received treatment for pain,psych injury and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression: 1. Visualized right and non visualized left contraceptive inserts. Ultrasound is limited with regards to localizing assessing insert position.. X-ray - on (B)(6) 2008: lumbosacral x-rays demonstrate bilateral contraceptive inserts in the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet document received and event abdominal pain were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvis,birth - no complication/ migration of essure device location of device: uterine cornual region') in a 35-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 2001, (B)(6) 2006), abortion (spontaneous abortion.), pain in joint and multigravida. Essure confirmation test(s) conducted, specify unknown. Concurrent conditions included pain in extremity and hand swelling. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish and psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 14 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("live birth without complication"). On an unknown date, the patient experienced device expulsion ("ess and uterusmigration of essure device location of device: uterus") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: descrepant inforamation regarding essure confirmation test, previously reported hsg was done now as per current pfs confirmation test not done no loops of coils were seen coming of the left ostia. Three to four loops of coils were seen coming out of the right ostia. Plaintiff received treatment for pain,psych injury and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression: 1. Visualized right and non visualized left contraceptive inserts. Ultrasound is limited with regards to localizing assessing insert position.. X-ray - on (B)(6) 2008: lumbosacral x-rays demonstrate bilateral contraceptive inserts in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Event: migration of essure device location of device: uterus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvis') and pregnancy with contraceptive device ('live birth without complication') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1994, (B)(6) 2001, (B)(6) 2006), abortion (spontaneous abortion.), pain in joint and vaginal delivery. Concurrent conditions included pain in extremity and hand swelling. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 14 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepant information regarding essure confirmation test, previously reported hsg was done now as per current pfs confirmation test not done no loops of coils were seen coming of the left ostia. Three to four loops of coils were seen coming out of the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression: visualized right and non visualized left contraceptive inserts. Ultrasound is limited with regards to localizing assessing insert position. X-ray - on (B)(6) 2008: lumbosacral x-rays demonstrate bilateral contraceptive inserts in the pelvis. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and mr received,new reporter, patient demographic information, essure indication ,lot number , expiration date, concomitant medication and event abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: pelvis, psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), pregnancy live birth without complication and plaintiff did not undergo essure confirmation test were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.